Event description:
The user facility reported that upon completion of the y-90 treatment, the angio-seal was deployed; however, the doctor felt the suture lose tension when pulling back on the device. The doctor felt something break inside the proximal hub and believed it was the suture. He then cut the suture just below the distal tip of the sheath and pulled the proximal end of the suture with his fingers. He then proceeded to tamp the black tube and continued as is. Closure was successful; however, the tech held manual pressure for about ten (10) minutes to be on the safe. The estimated blood loss was less than 250cc's. The event did not result in patient injury. Additional information was received on 12oct2024: the procedure sheath used was 5 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
A2: age & date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . D6b: explanted date: device was not explanted. E3: occupation: md interventional radiology. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position with the suture cut distally from the clear stop marker. The suture spool was also separated from the carrier tube and was found to be fully deployed. No other damage or issues were identified. The complaint could not be confirmed. The exact root cause could not be determined. It is possible that an issue was encountered during deployment of the suture or withdrawal of the device, although no issue with the device was identified. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).